Event description:
A customer contacted beckman coulter inc. (Bci) stating that the electrolyte injection cup (eic) was not draining and overflowed into the compartment due to possible blockage in one of the lines in the synchron cx9 alx clinical system. No operator exposure or injury was reported.

Manufacturer narrative:
The customer technical support (cts) verified that the drain solenoid and peri-pump appeared to be working properly. Cts recommended to the customer to flush the ports on the eic to assure there were no obstructions. No further issues were reported.